Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred while the customer was not outside of the labeled operating altitude range. Customer¿s blood glucose was 158 mg/dl. The customer reported that she had backup therapy for insulin delivery and would call back when she was ready to continue troubleshooting. Multiple attempts were made by tandem technical support to follow up with the customer on the reported issue; however, no response from the customer was received.